Manufacturer narrative:
The power supply was returned to the resmed and an evaluation was performed. The evaluation determined that the power supply was defective. The power supply was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral power supply unit (psu) was defective. There was no patient injury reported as a result of this incident.